Manufacturer narrative:
Baxter received and evaluated the device.  Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported door sensor issue which was reproduced when a door not fully latched alarm occurred while trying to load a set. The reported door sensor issue was verified during a review of the event history log by the presence of "door jammed!" In the log. The cause was determined to be a link out of adjustment. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a door sensor issue. There was no known patient injury or medical intervention associated with this event. No additional information is available.